Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The returned reader did not turn on with button pressed, strip or usb cable insertion. A white screen was observed. Unable to extract the usage log for the returned reader as the reader was unable to communicate with the computer. The sensor was sent for further investigation and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. Damage was observed on the u13 chip. The reader's battery was measured and was not within specification. A new and unused battery was used for the remainder of the investigation. While using the new battery, the reader displayed a white screen when button was pressed before shutting off which is attributed to the damage sustained by the components and is consistent with receiving excess power, due to the use of a non-abbott adapter. The reader's off current was measured and was not within specification. When monitored under a thermal camera, thermal hotspots were observed on the multiple components, showing an increase in temperature when the battery is connected but the button is not pressed. Hot spots were observed on the u3, u13 and cpu (central processing unit). The temperature of the u13 and cpu further increased immediately after the button is pressed. The excess power on multiple components is consistent with the user using an incorrect usb adapter. The customer did not return the charging cable or adapter at this time. The abbott diabetes care (adc) adaptor produces 5v regulated voltage supply. The charging cable and adapter provided by adc produces power of 2.75watts which does not produce enough heat to have caused the damage to the reader. It is determined that this issue is consistent with the usage of a non-abbott provided usb power adapter. The use of the incorrect usb power adapter can result in faulty components. Therefore, issue is not confirmed to use due to incorrect adapter used. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that the display on their abbott diabetes care device appeared as a white screen. The product was returned and investigated for the display issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.